Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had an insulation damage and exhibited high pacing thresholds. During extraction procedure, the superior vena cava was injured and the patient had tamponade. This lead was explanted. No additional adverse patient effects were reported.